Manufacturer narrative:
No evaluation of the ventilator was requested. The user facility performed investigation by themselves. The ventilator reportedly passed all functional tests and was cleared for clinical use. No ventilator logs were provided. The user facility stated that no technical error codes were noted in the logs but clinical alarms for volume delivery restricted, airway pressure high and airway pressure continuously high. The alarm generation is an indication of increased expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. The difficulties are most likely due to blocked accessories in the patient circuit. Information concerning what type of patient breathing circuit or bacteria filter that was in use at the time of event was not provided. As there was no technical error codes generated there is no indication of a ventilator malfunction at the time of the event. The cause of the patient¿s expiratory resistance was most likely a blockage in the patient breathing circuit or bacteria filter.

Event description:
It was reported that that the ventilator would not allow the patient to completely exhale. There was no patient harm. Manufacturer's ref #: (B)(4).